Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that the screen of their liberty select cycler was dim during the ¿ready¿ phase prior to treatment. Despite the display brightness being set to 10, the patient said they could barely see the screen. The patient was unable to confirm if the flow alert option was already set to ¿no¿ due to the display brightness issue. The ts representative advised the patient to discontinue use of the cycler and issued them a replacement. The patient was also advised to notify their pd registered nurse (pdrn) of the replacement. The patient confirmed they had manual/continuous ambulatory peritoneal dialysis (capd) supplies and that they were trained to perform pd therapy without the cycler. However, the patient said they did not intend to perform manual pd therapy. There was no indication that the event resulted in any patient injury or harm. Additional information was requested, however, to date a response has not been received. The cycler was returned to the manufacturer for physical evaluation. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 1931 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The touch screen test then passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. During the internal inspection, an inverter board support bracket was found to be damaged. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.